Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there are no reported allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined. The patient¿s pd culture generated growth of staphylococcus which is an organism normally found on human skin. Staphylococcus peritonitis is often associated with a breach in aseptic technique/touch contamination during the pd exchange.

Event description:
On (B)(6) 2022, it was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized for peritonitis. There were no reported issues with any fresenius products that caused or contributed to the reported event. In additional follow-up, the patient¿s pd nurse reported the patient was experiencing of symptoms of nausea and vomiting. As a result, on (B)(6) 2022, the patient was hospitalized. The nurse reported the patient had a pd culture obtained (the same day) which generated an elevated white blood cell (wbc) count and growth of staphylococcus haemolyticus consistent with peritonitis. While hospitalized, the patient was treated with the antibiotic vancomycin (dose and route unknown). Additionally, it was reported that the patient continued pd therapy (details not provided). On (B)(6) 2022, the patient was discharged home and continues pd with the same cycler without any issues. The nurse stated the patient is recovering from the event. The nurse stated the cause of the peritonitis was unknown. However, there were no reported fluid leaks or any issues with fresenius device, or product in relation to the event. Additionally, the nurse stated the patient denies a breach in aseptic technique.